Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s friend/family member reported that the patient was currently in the hospital and believes the hospital visits were related to the device. They were looking for a healthcare provider to assist with the patient¿s symptoms and device. Since the patient¿s device was implanted the patient had been in the hospital once a month and was ¿dwindling.¿ the patient¿s friend/family member did not know what the issue was with the device. Since the patient was implanted they hurt all of the time, was throwing up terribly and all of the time gets rushed to the hospital. The patient¿s friend/family member was calling the ambulance every month. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported their current weight was (B)(6) and if they gain (B)(6), then they get sick and lose the weight within a week. They stated that the device is "recharged" every 3 months, however they were told they can't increase any higher. The current settings were 10 and 5.2. The patient was scheduled to see a new hcp on (B)(6) 2017 to review the situation as they were going to the hospital too often. No further complications were reported.